Event description:
It was reported that, "after completing the implantation of the other components during a tkr, dr (B)(6) positioned the tibial insert for impaction into the tibial baseplate. The tibial insert was then impacted, but did not seat in the tray. The insert seemed to not want to sit down on the medial side of the tray. After repeated attempts to seat the insert it was discarded and another was opened and inserted without complication."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.